Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Only photo was returned. The reported complaint was observed on the returned photo and video. Provided photos show an implanted iol on a screen. There is a dark line across the optic. Based on our observation of the attached photo, there appears to be a dark line across the optic. The origin of the observed dark line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling, and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information all product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, observed scratch or mark on optic resulting from the optical tray folding inside the cartridge during implantation. Postoperative visit showed the scratches were sometimes visible on the tray during implantation but disappear as the lens relaxes and some time passes. The lens was removed and replaced with a same model lens following the initial procedure. Additional information has been requested but the information is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).